Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritonitis and hyponatremia in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The nurse reported the patient was not tolerating dialysis well. On an unreported date in 2011, the patient experienced hyponatremia. On (B)(6) 2011, the patient was hospitalized for the hyponatremia. Treatment was not reported. The patient was recovering. On an unreported date, dianeal therapy was withdrawn. The nurse reported the event of hyponatremia was unrelated to dianeal therapy, but did not comment on the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k05047, h11b21041 and h11e19022 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not request. Should additional information become available, a follow-up report will be submitted.